Event description:
Boston scientific received information that during the procedure to implant this device, a loud audible noise was heard during defibrillation threshold testing (dft) when ventricular fibrillation (vf) was induced. A warning message was noted stating a short circuit condition was detected during shock delivery. It was confirmed that the shock did convert before the short occurred. This patient is not dependent, however, external rescue was required. A review of the device episodes showed noise was present on the atrial and ventricular channels while the patient was sleeping. The patient is implanted with a competitive atrial and ventricular lead. A boston scientific technical services consultant discussed with the caller that the device can no longer deliver defibrillation therapy and pacing therapy cannot be ensured. The device was subsequently explanted and replaced without further incident.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the device was performed. Visual inspection noted arc marks on the edge of the device case. Microscopic visual inspection confirmed the internal circuitry was damaged. The findings are consistent with damage incurred when the device output is shorted during high voltage shock delivery. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
.